Manufacturer narrative:
Certas valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿certas valve setting changed¿ could be due to material characteristics: ¿insufficient spring force specification (od, coil diameter, unconstrained length, number of winds, material)¿ or procedure related.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient had a certas valve implanted via v-p shunt in 2021. The setting changed after a 1.5t MRI scan. The valve should be in setting "6", and after the MRI it changed to setting "2". The physician was able to change the setting and it seemed to be stable after that. The valve remains implanted.